Event description:
The patient was undergoing a coil embolization procedure for rectal varices using a penumbra coil 400 (pc400) coils and another manufacturer's catheter. The physician met difficulty advancing the pc400 coil through the introducer sheath into the catheter. The pc400 coil was removed and the procedure continued successfully using new coils and the same catheter. There was no report of any adverse event on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly; the coil was intact with pusher assembly. The non-penumbra device (another manufacturer's catheter) was ovalized approximately 37.0 cm from the distal end of the strain relief. The complaint has been evaluated. The complaint indicated that the physician met difficulty advancing the pc400 coil through its introducer sheath into the catheter. The pc400 coil was removed and the procedure continued successfully using new coils and the same catheter. Evaluation of the returned devices revealed damage to the non-penumbra device. The pc400 coil was functionally tested and no issues were found. The cause of the damage to the non-penumbra device is unknown. The first investigation that was done by (B)(4) stated that there was no damage to the non-penumbra device. The cause of this complaint cannot be determined. Penumbra devices mentioned in the compliant are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.